Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and scratched lens. No evidence was found in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the volume accuracy test (21.6, 21.6, 21.5). The event occurred during testing; there was no patient involvement and no patient harm.